Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of a size 29 asymmetrical patella which was loose and patient was experiencing pain. The patella was very loose once surgeon was at the area. The patella was loose to the point it was removed by hand. Two of the pegs were still in the bone and was removed with kockers. The patella was then checked for thickness, some more bone was removed before drilling for another size 29 asymmetrical patella.

Manufacturer narrative:
An event regarding peg fracture involving an triathlon patella was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis of the returned device was performed which concluded that "two pegs on the patella were fractured. The fracture surfaces of the pegs associated with the patella body had post-fracture abrasion throughout their surfaces and therefore the fracture origins, propagation directions, and failure mode could not be determined. The articulating surface contained burnishing, scratching, and third-body indentations. The anterior surface contained areas of abrasion. Such damages are consistent with commonly-identified damage modes in uhmwpe inserts. No material or manufacturing defects were observed on the device features examined." -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was confirmed as per material analysis performed on the returned device which concluded that two pegs on the patella were fractured. The exact root cause could not be determined as fracture surfaces of the pegs associated with the patella body had post-fracture abrasion throughout their surfaces. A CAPA trend analysis was conducted for the reported failure mode and concluded crack/fracture may result from other factors not necessarily related to the device. The articulating surface contained burnishing, scratching, and third-body indentations. The anterior surface contained areas of abrasion. Such damages are consistent with commonly-identified damage modes in uhmwpe inserts. No material or manufacturing defects were observed on the device features examined. If the additional information will be received, this investigation will be reopened and re-evaluated.

Event description:
Revision of a size 29 asymmetrical patella which was loose and patient was experiencing pain. The patella was very loose once surgeon was at the area. The patella was loose to the point it was removed by hand. Two of the pegs were still in the bone and was removed with kockers. The patella was then checked for thickness, some more bone was removed before drilling for another size 29 asymmetrical patella.